Event description:
The dr performed a bladder neck incision with the bare tip fiber product without incident. The dr began the procedure with a power setting of 10w. He increased the power to 15w to enhance tissue ablation. Final increase in power to 20w was accomplished to test limits of fiber and determine effects at maximum power. Tissue ablation completed without incidence. Reported for control purposes per request from indigo quality systems.